Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Additional information was requested, and the following was received: what were the indications for surgery? Rectum cancer. What surgical procedure was performed? Anterior resection. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Experienced surgeon. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Yes in green zone. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Should have. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Yes, complete donut. Was a complete transection of the white breakaway washer visually inspected and confirmed? Yes. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. No. Was the staple line visualized endoscopically during the initial surgical procedure? Yes. How was the leak identified? Patient had pain/ contrasted CT scan. What was observed at the site of the leak upon reoperation? How was the leak addressed? Colostomy. What is the current status of the patient? Discharged. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was observed at the site of the leak upon reoperation? Is the colostomy temporary or permanent? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an anterior resection, post op anastomotic leak on day 7. Donut was complete. Firing was complete with tactile and audible feedback of washer being cut through.